Event description:
Additional information received reported that following the pump replacement procedure, the patient was 'doing well'. Reporter remained unsure of motor stall cause. During the procedure, the healthcare provider observed cerebrospinal fluid (csf) flow. The patient outcome was reported as recovered without sequelae.

Event description:
It was reported that the pump had stalled without recovery and was then replaced. There was a confirmed hard motor stall on (B)(6) 2012, with tube set and no recovery. The reporter stated that the stalls began following an unrelated procedure, and the patient remained asymptomatic. The pump was then replaced on (B)(6) 2012. The medications in the pump were clonidine and dilaudid. No patient outcome was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the pump found a pump/pump motor/gear train anomaly/corrosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8711 lot# n186992003, implanted: 2009 (B)(6), product type catheter product ID, 8590-1 lot# n189710, implanted: 2009 (B)(6), product type accessory. (B)(4).